Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause could not be determined at this time since it is a stay-in device. Additional: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4). A service history review has been performed and the device has not been serviced prior to this event. A device history review has been performed and there were no exceptions noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). Additional information: the device has been received by baxter, and is currently being evaluated. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During baxter's review of the event history for another report, it was discovered that failure code 808:02 occurred twice during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. There is no further complaint information available. The user interface module master software version is 5.09.90, categorized as remediated.